Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, or will not be made available to medtronic.

Event description:
On (B)(6) 2016, the physician reported by email that an event occurred in the operating room (or) the previous day. In a follow up telephone conversation with the physician he provided this additional information to clarify the event: "this involved an older male patient with a right vocal cord lesion which was a decent size tumor. The laserflex tube was placed by an experience user with the surgeons looking on. The tumor was sheared posteriorly and bleeding was noted resulting in bleeding with decreased visualization. This made the surgery more difficult. There was no clots and this did not compromise the airway of the patient. They used the smallest laser tube possible. The tube did not malfunction in any way."